Event description:
It was reported that the programmer head was "not working." The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rust found on the magnet after opening the device. Top lens cover is cracked. Cable is twisted and dirty. Label backing is missing.